Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath and dilator perforation remains unknown.

Event description:
During the pulmonary vein isolation procedure, after the first transseptal puncture, the sheath was removed from the patient and flushed again. The physician noticed a hole on the side, on the distal part of the sheath shaft. The lock was exchanged and the procedure continued with no adverse consequences to the patient.